Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed in three separate positions and was unstable in all three. The lead was not stable and dislodged from the preferred position. The lead was removed and was not used. An active fixation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.